Event description:
One pt with discrepant creatinine kinase mb results. Initial result 20.67 ng/ml. Same sample repeated twice giving 2.68 and 2.41 ng/ml. The initial result was not reported. The field service representative was unable to determine root cause but noted he adjusted the high voltage. Performance tests performed which were within specification.